Event description:
New information received noted the correct serial number for this lead is (B)(6).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a routine device changeout procedure due to end of life (eol). During the procedure, there was difficulty in engaging the set screw with the torque wrench to release the ventricular lead. After multiple failed attempts to remove lead from header and since the patient was pacemaker dependent, physician decided to leave the old pacemaker in the patient and implant a new pacemaker on the other side. The patient was in stable condition before, during and after procedure.